Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the issue, the bolus button cover was found to be torn in the center, peeling and unresponsive to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack.